Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No watchdog or absence of alarms noted. No vibrate anomaly noted. No black circle or icon anomaly noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. All buttons functioning properly. No damage in the keypad assembly noted. No button error alarm noted. No unlocked lcd keypad connector during visual inspection. The device was received without battery cap unable to confirm damage. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a beep anomaly. The customer took the battery out and the noise stopped but when they reinserted the battery the insulin pump had the constant tone again. There was a black circle on the screen. The buttons were also not responding. The battery cap was also stripped. The customer's blood glucose level was unknown but they were high and the customer had treated with a manual injection. The customer was advised that the device would be replaced and agreed to return the product for analysis.